Event description:
In 2001, the user facility's dt-mgr. Informed the manufacturer's rep of the following: this device catheter was placed in the (r) femoral vein using standard protocols. Upon completion of implant the physician noticed minute droplets of blood on the arterial extension. The device catheter was replaced without incident and dialysis resumed.